Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary treatment (planned treatment/non-emergency treatment) when the issue was occurred, and the procedure got delayed (2-3 minutes) and after this it got completed (as planned). The philips field service engineer (fse) inspected the system onsite and confirmed that the system got hanged. Review of the system log file showed that the malfunction in the m-cabinet direct current power system (dcps). The fse replaced the dc power supply (pd.scomp.dcps_24v_12v_5v.). After the replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system is hanging up. The device was in clinical use. No patient harm reported.